Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states their arctic sun device was broken and they need a replacement. They only have one machine for the entire hospital and are wanting to know what they can do to get another device. Confirmed with nurse they no longer have this device on a patient, offered to troubleshoot the device, if possible, to see if it is okay to continue using. Nurse states they were cooling a patient yesterday, the device worked for half the day and then suddenly it was not cooling the water. Nurse confirmed targeted temperature (tt) was 36c, water temperature (wt) was 32.4c and patient temperature (pt) was 37.4c at the time of the issue. They tried lowering the targeted temperature to 33c and it would still not cool the water. Nurse confirmed they did see the device give an alarm 113 (reduced water temperature control). Explained this device would need to go to biomed for evaluation and repair. They would usually troubleshoot with our tech support team if needed and then could order any necessary parts or set up to have the device sent in and receive a loaner. Explained they would not be able to get a loaner tonight. Informed nurse to send it to biomed labelled not cooling.

Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed mixing pump. However, there was insufficient information to confirm this potential root cause. They only have one machine for the entire hospital and are wanting to know what they can do to get another device. Confirmed with nurse they no longer have this device on a patient, offered to troubleshoot the device if possible, to see if it is okay to continue using. Nurse states they were cooling a patient yesterday, the device worked for half the day and then suddenly it was not cooling the water. Nurse confirmed targeted temperature (tt) was 36c, water temperature (wt) was 32.4c and patient temperature (pt) was 37.4c at the time of the issue. They tried lowering the targeted temperature to 33c and it would still not cool the water. Nurse confirmed they did see the device give an alarm 113 (reduced water temperature control). Explained this device would need to go to biomed for evaluation and repair. They would usually troubleshoot with our tech support team if needed and then could order any necessary parts or set up to have the device sent in and receive a loaner. Explained they would not be able to get a loaner tonight. Informed nurse to send it to biomed labelled not cooling. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states their arctic sun device was broken and they need a replacement. They only have one machine for the entire hospital and are wanting to know what they can do to get another device. Confirmed with nurse they no longer have this device on a patient, offered to troubleshoot the device if possible to see if it is okay to continue using. Nurse states they were cooling a patient yesterday, the device worked for half the day and then suddenly it was not cooling the water. Nurse confirmed targeted temperature (tt) was 36c, water temperature (wt) was 32.4c and patient temperature (pt) was 37.4c at the time of the issue. They tried lowering the targeted temperature to 33c and it would still not cool the water. Nurse confirmed they did see the device give an alarm 113 (reduced water temperature control). Explained this device would need to go to biomed for evaluation and repair. They would usually troubleshoot with our tech support team if needed and then could order any necessary parts or set up to have the device sent in and receive a loaner. Explained they would not be able to get a loaner tonight. Informed nurse to send it to biomed labelled not cooling.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states their arctic sun device was broken and they need a replacement. They only have one machine for the entire hospital and are wanting to know what they can do to get another device. Confirmed with nurse they no longer have this device on a patient, offered to troubleshoot the device, if possible, to see if it is okay to continue using. Nurse states they were cooling a patient yesterday, the device worked for half the day and then suddenly it was not cooling the water. Nurse confirmed targeted temperature (tt) was 36c, water temperature (wt) was 32.4c and patient temperature (pt) was 37.4c at the time of the issue. They tried lowering the targeted temperature to 33c and it would still not cool the water. Nurse confirmed they did see the device give an alarm 113 (reduced water temperature control). Explained this device would need to go to biomed for evaluation and repair. They would usually troubleshoot with our tech support team if needed and then could order any necessary parts or set up to have the device sent in and receive a loaner. Explained they would not be able to get a loaner tonight. Informed nurse to send it to biomed labelled not cooling. Per follow up information received via task on 08nov2024, spoke with biomed who confirmed sn (B)(6) was received for this event and had a confirmed faulty mixing pump. Pump was replaced onsite and device returned to service. No patient involved at the time of the malfunction. No further information available. Follow ups complete.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. They only have one machine for the entire hospital and are wanting to know what they can do to get another device. Confirmed with nurse they no longer have this device on a patient, offered to troubleshoot the device if possible to see if it is okay to continue using. Nurse states they were cooling a patient yesterday, the device worked for half the day and then suddenly it was not cooling the water. Nurse confirmed targeted temperature (tt) was 36c, water temperature (wt) was 32.4c and patient temperature (pt) was 37.4c at the time of the issue. They tried lowering the targeted temperature to 33c and it would still not cool the water. Nurse confirmed they did see the device give an alarm 113 (reduced water temperature control). Explained this device would need to go to biomed for evaluation and repair. They would usually troubleshoot with our tech support team if needed and then could order any necessary parts or set up to have the device sent in and receive a loaner. Explained they would not be able to get a loaner tonight. Informed nurse to send it to biomed labelled not cooling. Per follow-up information, biomed confirmed sn 2603 was received for this event and had a confirmed faulty mixing pump. Pump was replaced onsite and device returned to service. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse states their arctic sun device was broken and they need a replacement. They only have one machine for the entire hospital and are wanting to know what they can do to get another device. Confirmed with nurse they no longer have this device on a patient, offered to troubleshoot the device, if possible, to see if it is okay to continue using. Nurse states they were cooling a patient yesterday, the device worked for half the day and then suddenly it was not cooling the water. Nurse confirmed targeted temperature (tt) was 36c, water temperature (wt) was 32.4c and patient temperature (pt) was 37.4c at the time of the issue. They tried lowering the targeted temperature to 33c and it would still not cool the water. Nurse confirmed they did see the device give an alarm 113 (reduced water temperature control). Explained this device would need to go to biomed for evaluation and repair. They would usually troubleshoot with our tech support team if needed and then could order any necessary parts or set up to have the device sent in and receive a loaner. Explained they would not be able to get a loaner tonight. Informed nurse to send it to biomed labelled not cooling. Per follow up information received via task on 08nov2024, spoke with biomed who confirmed sn (B)(6) was received for this event and had a confirmed faulty mixing pump. Pump was replaced onsite and device returned to service. No patient involved at the time of the malfunction. No further information available. Follow ups complete.